Event description:
The report received indicated that there was a pinhole rupture. The target lesion was left anterior descending branch (proximal). The vessel was calcified and slightly tortuous. There was 90% stenosis. During the index procedure: cypher (2.5/18mm) was delivered to the target lesion. While the cypher was being deployed at 10atm, a pinhole rupture occurred. Due to the rupture, a vessel dissection occurred distal to the stent, and it became totally occluded.